Event description:
It was reported that during a stent placement procedure in the proximal superficial femoral artery and popliteal artery, the stent allegedly had difficulty in traversing the bifurcation. It was further reported that the deployment system was allegedly broken free and remained over the wire within the artery. Furthermore, an attempt was made to retrieve the broken system using a snare, and it allegedly caused it to break apart into several fragments. Reportedly, multiple fragments were removed with the snare device; however, one piece had allegedly became lodged within a previously place stent. Apparently, another fragment was allegedly embolized and became lodged near the peroneal artery. Evidently, a small balloon expandable stent was placed in the tibial-peroneal trunk to trap the remaining fragment. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned catheter sample was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken, and the distal end of the inner catheter cardan tube including pusher, tip, and both 1/4 rings was missing as it reportedly was left inside patient. Provided x-ray images further confirm loose catheter segments inside the vessel. The investigation leads to confirmed result for breaks of the inner catheter cardan tube and detachment of the distal end including pusher, tip and both 1/4 rings inside patient. The aortic bifurcation seemed tight/ rigid, and several devices used did seem to have difficulty traversing the bifurcation; the lesion was pre dilated. The system was advanced twice, first with a 0.014" guidewire, then after removal with a 0.035" guidewire because it was entrapped with a previously placed stent. Based on the information available, the investigation is closed with confirmed results for inner catheter cardan tube break and detachment. Failure to advance could not be confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre-dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. The instructions for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath-5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Holding and handling of the system throughout deployment was found sufficiently described. H10: g3, h6 (patient, method) h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the proximal superficial femoral artery and popliteal artery, the stent allegedly had difficulty in traversing the bifurcation. It was further reported that the deployment system was allegedly broken free and remained over the wire within the artery. Furthermore, an attempt was made to retrieve the broken system using a snare, and it allegedly caused it to break apart into several fragments. Reportedly, multiple fragments were removed with the snare device; however, one piece had allegedly became lodged within a previously place stent. Apparently, another fragment was allegedly embolized and became lodged near the peroneal artery. Evidently, a small balloon expandable stent was placed in the tibial-peroneal trunk to trap the remaining fragment. The current status of the patient is unknown.